Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips healthcare that the heartstart mrx main board is broken with no related symptom. There was no reported pt involvement/adverse pt impact.